Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses and the data indicates typical user-device interaction as multiple immediate bolus's were programmed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The needle mechanism deployed as expected. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated and the cannula was visible upon pod removal; this indicates a needle mechanism failure. The pod was not worn. The patient's blood glucose level was 230 mg/dl.